Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains in use and was not available for evaluation. The reported driveline disconnect event was confirmed based on review of the submitted log file. The system controller event log file contained approximately data spanning from 21aug2018 to 26aug2018. Low power advisory alarms were captured on (B)(6) 2018 starting at 12:58:38. At 13:24:22 the driveline was disconnected and was accompanied with lvad off alarms, which appeared consistent with the reported system controller exchange. Despite the observed alarms, the log file data appeared to have captured the pump operating as intended. The heartmate 3 lvas instructions for use (IFU)and patient handbook explain that if the driveline disconnects from the system controller, the pump stops. If the driveline becomes disconnected from the system controller, it should be promptly reconnected to restart the pump. The pump cannot run without power. The patient remains ongoing on vad support and no further events have been reported. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 59 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient allowed the batteries supporting the pump to deplete. A pump stoppage occurred. The patient felt dizzy, but did not suffer any other symptoms. The patient exchanged from the primary system controller to the backup. The manufacturer's technical services representative reviewed the system controller log file and reported that the pump stoppage appeared to be due to the driveline being disconnected. It was not determined whether the pump stoppage occurred due to the batteries depleting or due to the system controller being exchanged. The patient is reportedly stable. No further information was provided.